Event description:
Allergan aesthetics received a report via nbir of a right side "suspected ... Deflation". The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "suspected ... Deflation".